Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209329800, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had a sudden onset of pollakiuria and incontinence on (B)(6) 2015. The cause was noted to be unknown and no diagnostics or troubleshooting were performed. Reprogramming was done and botox was given on (B)(6) 2015. The issue was noted to be have resolved on (B)(6) 2015. The investigator assessed the event as not serious, not related to the procedure, but related to the stimulation. The patient's past medical history includes idiopathic functional urinary incontinence since 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was reprogrammed on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209329800, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was resolved on (B)(4) 2015. No further complications were reported/anticipated.